Event description:
Upon starting a dialysis treatment, the arterial transducer line tip was cracked and air was in the line. Treatment was stopped just as air was reaching dialyzer. Arterial pressures became high as blood was in the transducer line. Venous needle only had saline in line. System was disconnected from patient. New lines and dialyzer was primed and recirculated before the start of the treatment.